Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy for neck and upper extremity pain. X-rays were taken and showed that the cervical lead migrated out of the epidural space. Reprogramming was attempted to no avail. Lead diagnostics also showed that contact 8 of the lead had high impedances. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.